Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
It was reported that the anesthesia system failed in the pressure transducer test during system checkout and a technical error code indicating airway pressure sensor error was found in the logs. There was no patient involvement.manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of this complaint has been completed. The system was investigated by our field service engineer and the reported fault was reproduced. The field service engineer found that the inspiratory pressure transducer pcb was faulty and it was replaced. After successful testing, the system was thereafter working normally and was cleared for clinical use. The replaced part was returned for investigation. The evaluation of the received system device logs confirms the reported issue. The system checkout failed the pressure transducer test due to the measured zero pressure offset for the inspiratory pressure transducer pcb being out of range; the measured zero pressure offset was 1.1 v. The pressure transducer pcb has a factory calibrated zero pressure offset value that normally is 2 ± 0.5 v. During system checkout the zero-pressure offset value is measured and if the measured value is outside the allowed limit (±300 mv from factory calibrated value) the test will fail. The returned pressure transducer pcb was tested in a reference anesthesia system. Several system checkouts were successfully performed and ventilation tests went on for a longer period without any deviations. The reported failure could not be reproduced during the investigation of the returned pressure transducer pcb. The pressure transducer pcb is part of the pressure measuring in the system. A faulty pressure transducer pcb may lead to inaccuracy in pressure measurement. This will be detected during system checkout and high priority alarms will be generated if the failure occurs during treatment. Our conclusion is that there may be an intermittent fault with the pressure transducer pcb and that the returned pressure transducer pcb was the cause of the reported failure.

Event description:
Manufacturer's reference #: (B)(4).